Event description:
It was reported that a depression patient experienced worsening in depression. Information provided by the patient revealed that her "vns therapy has not been checked in over 1 year and 3 months" and the patient reportedly no longer feels stimulation. The patient changed residencies and was provided a list of medical professionals for follow up but at the moment, the patient has not made an appointment with a psychiatrist. Currently, the relationship of the patient's worsening depression to vns therapy is unknown as good faith attempts to obtain additional information have been unsuccessful to date.